Event description:
It was reported via a legal filing, that a female patient who had an initial right knee implant procedure on (B)(6)2014 with a recalled device, underwent a revision due to tibial component complication approximately 2 years 4 months post the initial implant procedure. No devices are available for return as it is a legal case. Additional information: the patient has filed a short-form complaint in a multidistrict litigation. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that they were injured as a result of premature wear of a polyethylene device. Claims from short form: failed right total knee implant, right knee revision followed by a lengthy time period for recovery and physical therapy, joint pain, instability/balance issues which caused several falls, one fall due to knee implant caused head injury, swelling, right knee pain with subsidence and loosening of tibial component, metallosis, and walker and/or cane required for mobility due to balance issues and fall risk.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g3/g4, h4, h6 MDR section codes updated/corrected: a, b, d, e mluc if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.